Event description:
Patient undergoing cystopscopy and transuretheral resection of a bladder tumor with bilateral ureteral stent placement. The amplatz super stiff guidewire split during the case. The physician removed it from the patient and used a different guidewire.

Event description:
Patient undergoing cystopscopy and transuretheral resection of a bladder tumor with bilateral ureteral stent placement. The amplatz super stiff guidewire split during the case. The physician removed it from the patient and used a different guidewire.